Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. It was noted the patient reported this thing ¿never worked.¿ the patient was reported to be very confused, so they don't know if the patient was referring to the patient programmer or actual therapy. It was reported the patient stated the patient programmer wasn't theirs. A manufacturer patient services specialist reviewed that the patient programmer was registered to the patient¿s name and appeared to be theirs. It was noted they just wanted to know if the patient programmer was thepatient¿s, would keep the patient programmer for now, and hopefully the patient could provide more information. It is unclear whether the patient referred to the patient programmer or therapy as ¿never worked.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional said that patient's therapy never worked. Caller mentioned patient had pain control in her lower back; the representative was not sure caller's reason for this statement.